Event description:
A surgeon reports that a broken haptic was noted after insertion. Enlargement of the incision was required to accommodate removal of the intraocular lens. Additional info has been requested.